Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 using two different lots performed on (B)(6) 2021. This MFR. Report addresses lot 1 of 2. The customer reported two false positive results with the ID now covid-19 performed on (B)(6) 2021 on a direct tested nasal kitted swab. The nasal was used to swab both nostrils. Repeat testing was performed using a new sample and obtained negative results. Pcr confirmation testing was performed on nasopharyngeal swabs with generated negative results. The customer stated the patient was not symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Correction: submission date of initial report 23apr2021. Additional information: the patient in this event was scheduled for plastic surgery.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m140860 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m140860, test base part number 190-430 / lot m140860. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m140860 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.